Event description:
It was reported that the patient was in the emergency room (ER) with complaints of driveline exit site (dles) bleeding as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system, serial number (B)(6) , cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from (B)(6) 2021 at 08:21:20 to (B)(6) 2021 at 02:21:10, per the timestamp. Controller event log file contained data spanning from (B)(6) 2021 at 02:45:08 to (B)(6) 2022 at 04:15:10, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.